Event description:
It was reported that bd intima-ii leaked. During the angiography procedure, contrast medium flows out from behind the indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot 3353635. 1-this batch of products were assembled at intima ii auto line 3 in january 2024, and packaged at cfs package line in january 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, the test is passed, and no leakage is found. Please refer to the attachment for the test report. 4. This product (sku 383064) has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: the root cause of the leakage cannot be determined as no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, no defective sample is received for further testing, and the injection pressure of this sample during use is unknown.